Event description:
It was reported that during a laparoscopic hepatectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 8/12/2025. D4 batch #c9e938. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, it fed and formed four(4) malformed clips and it ejected seven (7) clips. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling no anomalies were noted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch c9e938 number, and no non-conformances were identified.